Event description:
Patient had a cesarean section with a bilateral salpingectomy. During the procedure, using the enseal device, it was noted that the enseal was adhering to the tube and required forceps to be used to detach the tube from the enseal device. There was no patient harm. The procedure was able to be performed with the device safely.